Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this met all pre-release specifications. Add'l device implanted.

Event description:
In 2009, this pt was being treated for an abdominal aortic aneurysm. It is stated that the pt's left iliac we "extremely tortuous and very difficult to catheterize". The trunk-ipsilateral leg component was implanted. The physician was unable to cannulate the contralateral gate. Multiple attempts were made using various techniques but were unsuccessful. The contralateral leg component never came in contract with the pt. Upon removing the sheath, the pt's iliac artery ruptured, and the pt was converted to open repair. The devices were explanted. The pt tolerated the procedure.